Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. There was no asystole observed. A revision procedure was performed in which the lead was explanted. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.